Manufacturer narrative:
Other applicable components are: product ID: 3889-2.8, lot# va1mpkt, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 3889-28, lot# va1mpkt, product type: lead; product ID: 3889-28, lot# va1mpkt, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1mpkt, ubd: 15-dec-2021, (B)(4); product ID: 3889-28, serial/lot #: va1mpkt, ubd: 15-dec-2021, (B)(4); product ID: 3889-28, serial/lot #: va1mpkt, ubd: 15-dec-2021, (B)(4). Event date approximate. Apply to pli 10, 20, 30. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim, fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had the ins and leads changed out on (B)(6) 2018 "because 3 of the 4 lead wires stopped working". Patient services only saw the lead was changed out. Asked the patient if implant was also changed out and the patient stated that she did not know and commented "maybe they only changed out the leads I don¿t know". The patient did not know how it happened and the cause was not told to her by the healthcare professional (hcp). The patient mentioned that she fell off a bicycle was not sure if that was the reason or not, they did not tell her. She did not know the month the fall occurred but stated it was "months ago, maybe 2-3 months ago (2018), and did not seem to have any problems until few months after that, it stopped working then. When asked what she meant by stopped working, and she stated she was talking about having a loss of therapy and stated, "I started leaking again". No further complications were anticipated/reported.